Manufacturer narrative:
(B)(4). A component of the superdimension system was returned but the evaluation is not complete to date. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The physician reported inaccuracies with the system. The patient was hospitalized for 48 hours then discharged to home. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015. The superdimension system, location board and cables were replaced to the site. Accuracy and functional testing was completed on the system before it was removed and in the lab and no problem was found. System components and cables tested good. A component of the system, case recordings, were returned and evaluated. The evaluation of the recordings showed CT to body divergence in registration.